Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called again and reported that when they turned their unit on received a tremendous shock in groin. When asked, patient stated they turned the setting down which resolved the situation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient stated that they did not turn power on handheld device using the light bulb button. The patient synced the power on button only and that was when the high surge happened. The doctor has not be notified of the high surge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had an angioplasty done two weeks ago, and they did not turn off the implant during the procedure. It was reported that on friday (B)(6) 2019 the patient was standing and used the pp to connect to the implant when they had a ¿massive surge of current¿ that went to their bladder and the massive surge went away. They were not sure what caused the strong stimulation. Troubleshooting found that their therapy was on, at 2.8v on p2. It was reviewed that they could turn therapy off or decrease stimulation if they wanted to, or they could consult with their healthcare provider to check device function. No further patient complications are anticipated or expected as a result of this event.